Manufacturer narrative:
The company rep observed "autofill failure #60" several times in the fault log. He replaced the pressure transducer (part number: (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt for four days, the iabp repeatedly generated "autofill failure" alarms and eventually stopped pumping. About 30 mins after the iabp stopped, the pt's condition worsened and ventilator therapy was initiated. The iabp was replaced with a competitor's device and therapy was restarted. Later, the iab was removed due to a complication of iab therapy, namely a decrease in platelet count. The customer did not attribute the pt's current condition to the failure of the iabp.